Event description:
The customer received questionable ion selective electrode (ise) results for ten patient samples. The customer recalibrated and repeated qc with acceptable results. The patient samples were repeated and the results were significantly higher. Of the data provided for three patient samples, only the sodium results were discrepant. Patient sample (B)(6) initial result was 134 mmol/l and the repeat result was 142 mmol/l. Patient sample (B)(6) initial result was 133 mmol/l and the repeat result was 141 mmol/l. Patient sample (B)(6) initial result was 129 mmol/l and the repeat result was 137 mmol/l. The initial results were reported outside the laboratory. The repeat results were believed to be correct and corrected reports were sent. The patients were not adversely affected. The sodium electrode lot number was w27. The expiration date was requested, but was not provided. The field service representative checked the system and could not find a cause. He removed and inspected all ise cartridges, inspected all probes and checked the rinse mechanism cell washing and evacuation. No issues were found. He ran an ise check and all readings were acceptable. The customer ran ise calibration and qc with all results within acceptable range.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause. The size of the discrepancy in results indicates pre-analytical sample handling was a likely cause of this event. Additional information was not provided for further investigation.